Manufacturer narrative:
(B)(4).

Event description:
It was reported that the event involved a male patient (pt) found collapsed at home on (B)(6) 2015 by partner, but was not able to get to the pt initially because he was trapped behind the bathroom door. The ambulance was called at 3.10pm. Pt assumed to have been unresponsive for at least 25 minutes when CPR commenced at 3.25pm and was continued until 4.10pm. Circulation was re-established and the pt was transported to facility and arrived at approximately 1700. Pt was transferred to the angio suite for investigation (arrived in angio 1740hrs). Pt underwent a series of investigations to assess cardiac and pulmonary function; no pulmonary embolus or coronary artery disease was seen. Right ventricular function was poor, but left ventricular function was noted to be ok. A head CT (computed tomography) was also performed which showed significant cerebral edema. An intra-aortic balloon (iab) catheter insertion was performed at 6.20pm in the angio suite using a sheath. The iab was inserted via the pt's right femoral artery. The inserting cardiologist reported that it was an uneventful insertion. The md commented that the insertion was straightforward, smooth with no unusual resistance or signs of vessel calcification. The tip position was confirmed using image intensifier. The md stated that there was no delay in initiating therapy. No alarms noted immediately post insertion. The md advised that augmentation was satisfactory when therapy was commenced. The pt was then transferred at 1845 to the iccu (intensive cardiac care unit) for ongoing management. Counterpulsation was noted to be working well by bedside nurse with good augmentation. No other alarms were noted and there was nothing unusual until the high pressure alarms commenced at 0346. An x-ray to confirm iab tip confirmation was taken at 2015. The csc (clinical service coordinator) stated that the pt was on very high dosages of noradrenaline and milrinone. Blood was noticed in the helium driveline tubing after the last high pressure alarm at 0428. During these episodes of high pressure alarm, the pt was not moving and was sedated and ventilated. At 0346 on (B)(6) there was a high pressure alarm. This alarm occurred another six times with the last occurring at 0428. Pump alarm strips were provided. Frank blood was observed in the helium driveline tubing with the last high pressure alarm at 0428. Iab therapy was ceased and the catheter was removed without any complications at 0440. No immediate effect related to the iab catheter removal. Pt received inotropic support post-removal until his family arrived. Pt died at 0950 on (B)(6) 2015. The ICU csc advised that the cessation of iabp support is not implicated in patient death. It was noted that the pump used was s/n (B)(4).

Manufacturer narrative:
(B)(4). Device evaluation: returned for evaluation was a 40cc 7.5fr iab. Blood was noted within the bladder membrane. The distal end of the sheath was approximately 23.5cm from the distal tip of the catheter. The 40cc driveline tubing typically supplied with the kit was returned connected to the inflation lumen. No kinks or damage were noted to the catheter upon initial inspection. The one-way valve was tested and passed. A vacuum was pulled on the one-way valve and it held for at least 1 minute and then 30 seconds five separate times. The iab was submerged in water and leak tested. A leak was immediately noticeable from the outer lumen. No leaks were noted from the bladder membrane. The unit failed leak test. Under microscopic inspection, a cut consistent with contact from a sharp was noted on the outer lumen approximately 27.0cm from the distal tip of the catheter. No damage was noted to the bladder membrane. A l ab-inventory spring wire guide (swg) was inserted through the luer end of the catheter. No resistance was noted. The swg was able to advance. See other remarks section for continuation. Other remarks: the swg was inserted through the distal tip of the catheter. No resistance was noted. The swg was able to advance. A device history record review was conducted for the lot number/serial number with no relevant findings. The device passed all manufacturing specifications prior to release. Conclusion: the reported complaint of blood in helium pathway is confirmed. A cut consistent with contact from a sharp was found on the outer lumen allowing blood to enter the helium pathway. The root cause of the damage is undetermined.

Event description:
It was reported that the event involved a male patient (pt) found collapsed at home on (B)(6) 2015 by partner, but was not able to get to the pt initially because he was trapped behind the bathroom door. The ambulance was called at 3.10pm. Pt assumed to have been unresponsive for at least 25 minutes when CPR commenced at 3.25pm and was continued until 4.10pm. Circulation was re-established and the pt was transported to facility and arrived at approximately 1700. Pt was transferred to the angio suite for investigation (arrived in angio 1740hrs). Pt underwent a series of investigations to assess cardiac and pulmonary function; no pulmonary embolus or coronary artery disease was seen. Right ventricular function was poor, but left ventricular function was noted to be ok. A head CT (computed tomography) was also performed which showed significant cerebral edema. An intra-aortic balloon (iab) catheter insertion was performed at 6.20pm in the angio suite using a sheath. The iab was inserted via the pt's right femoral artery. The inserting cardiologist reported that it was an uneventful insertion. The md commented that the insertion was straightforward, smooth with no unusual resistance or signs of vessel calcification. The tip position was confirmed using image intensifier. The md stated that there was no delay in initiating therapy. No alarms noted immediately post insertion. The md advised that augmentation was satisfactory when therapy was commenced. The pt was then transferred at 1845 to the iccu (intensive cardiac care unit) for ongoing management. Counterpulsation was noted to be working well by bedside nurse with good augmentation. No other alarms were noted and there was nothing unusual until the high pressure alarms commenced at 0346. An x-ray to confirm iab tip confirmation was taken at 2015. The csc (clinical service coordinator) stated that the pt was on very high dosages of noradrenaline and milrinone. Blood was noticed in the helium driveline tubing after the last high pressure alarm at 0428. During these episodes of high pressure alarm, the pt was not moving and was sedated and ventilated. At 0346 on (B)(6) there was a high pressure alarm. This alarm occurred another six times with the last occurring at 0428. Pump alarm strips were provided. Frank blood was observed in the helium driveline tubing with the last high pressure alarm at 0428. Iab therapy was ceased and the catheter was removed without any complications at 0440. No immediate effect related to the iab catheter removal. Pt received inotropic support post-removal until his family arrived. Pt died at 0950 on (B)(6) 2015. The ICU csc advised that the cessation of iabp support is not implicated in patient death. It was noted that the pump used was s(B)(4).